Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention, hernia recurrence, adhesion, injury, pain and permanent injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventrio hernia patch on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against ventrio hernia patch. The patient underwent surgical intervention to remove the ventrio hernia patch on (B)(6) 2018. The ventrio hernia patch failed to reasonably perform as intended causing serious injury and also the patient experienced personal injuries, medical complications, and damages from the implantation, including significant mental and physical pain and suffering, permanent injury, and necessitating the need for additional surgeries that occurred on (B)(6) 2018. The patient underwent surgery that included robotic retrorectus repair of multiple recurrent ventral hernias and lysis of adhesion and implantation of new non bard/davol (matristem mesh) on (B)(6) 2018. It is alleged that the patient suffered shock and mental anguish, that these injuries and their effects will be permanent and as a result the patient has been caused to incur and will continue to incur expenses for medical care and attention. It is also alleged that the device was defective.